Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 440 mg/dl. The customer reported they have a backup plan available. The customer was treated with insulin pump. Customer was advised to change entire set, reservoir and insulin and treat. The customer bolus and basal were incorrect and isf was set at 120. The customer was advised to called healthcare provider to verify settings. The customer was walked through chagne and advised to monitor blood glucose.